Event description:
Started having stomach pain in june which increased in severity until when I entered emergency room; a CT was done at this time which revealed that filter was protruding out vein at strut. CT also indicated small aneurysm that was too small or inoperable. As more test followed, no apparent reason was found to conclude what reason was causing severe stomach problem other than the filter. With my prior history of heart & vascular problems and serious conversations with surgeon and heart doctor, it was decided by me to operate & remove.